Manufacturer narrative:
(B)(4). Concomitant medical products: 110010267 ¿ g7 multihole shell ¿ 6318142, 110024465 ¿ g7 dual mobility liner ¿ 600180, ep-200152 ¿ active articulation hip bridge ¿ 339960. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision approximately 2 weeks post implantation due to the screw ripping through the cup component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the screw is bent within the threaded form. The head shows damage on opposing sides of the outer diameter. The shank below the spherical radius exhibits witness marks. Damage is too sever for dimensional analysis. Review of medical records notes complete dislodgement of the acetabular component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported that patient underwent a right hip revision approximately 2 weeks post implantation due to pain, dislocation, limited mobility and shortened right leg. During the surgery, it was found that the acetabular component had completely dislodged with the screw ripping through the cup. It was also noted that the superior dome was severely fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI# (B)(4).